Event description:
It was reported by svc report that the brake light was on all the time due to debris being stuck in the switch. There was pt involvement, however no adverse consequences are reported.